Manufacturer narrative:
Carefusion complaint #: (B)(4). (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr  determined that the touch screen needed to be replaced. After replacement the unit passes all specifications. If additional information becomes available, it will be submitted in a follow up report.

Event description:
Customer reported that a vela ventilator had a unresponsive touchscreen during maintenance. No patient involvement.